Manufacturer narrative:
This device is used for treatment not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10, 6 is achievable when the ifus are employed.

Event description:
Pt who had a spine deformity was implanted on (B)(6) 2011, with a construct from t10 to ilium, with allograft spacers. In (B)(6) 2012, pt experienced an infection and returned to hospital on an unk date for a wash out and antibiotic beads with oral antibiotics. No hardware was removed at this time. This is 20 of 65 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.